Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed abnormal behavior in which device history for meal announcements, alarms, and cartridge changes did not appear on the device and the device date repeatedly reverted to the 2000s as if performing a factory reset, while cloud reports intermittently showed only a single meal announcement. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of available device data, review of device history as reported by the user, and coordination for device replacement. The device was placed on a charging pad and powered on. The leadscrew operated without issues, and the "about" menu displayed correct specifications with no problems detected. The cause of the missing data remains unknown. The device appears to function as designed, but the mainboard will be replaced as a precaution due to a potential host chip malfunction.